Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient got an infection at the neck and was given antibiotics for it. No additional relevant information has been received to date.

Event description:
The device history record of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The lead was sterilized prior to being distributed.